Event description:
It was reported by the rep that (1) hp052 handpiece is cracked on outer metal sheath proximal to the threaded area. Opened another device to complete the case. There was no consequence to pt.